Manufacturer narrative:
The rse remotely accessed the primary server to check the device status and found several hosts were offline and more were starting to disconnect; core a router also went offline. The rse consulted with a philips network engineer (ne) and they recommended dispatching as onsite service and escalating the issue to a philips national support specialist (nss). The rse contacted nss, who provided instructions for checking cpu utilization of core routers and found utilization was too high. The nss provided instructions for saving and reloading configuration of routers core a and core b. The hosts began to show in reconnect mode after reload of the configuration; hosts and switches all reconnected to the primary server. The customer was advised that the nss recommended having a technical consultant (tc) onsite to upgrade firmware on core routers. Based on the information available and the testing conducted, the cause of the reported problem was the cpu usage of core routers being too high. The reported problem was confirmed.

Event description:
Philips received a complaint on the patient information center ix indicating that there is a yellow banner displayed "hl7 electronic charting issue" and all central stations are offline. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.